Event description:
Unomedical reference number (B)(4). Event occurred in the france. On (B)(6) 2024, it was reported that patient faced an issue with infusion set tape was not sticking. Patient had reported that product not adhering enough long. Patient had to change infusion set earlier than the seven days expected no further information available.

Manufacturer narrative:
MDR 3003442380-2024-02078 - device 1 of 9.